Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unexpected power loss alarm. The customer¿s blood glucose level was 6.5 mmol/l. The customer also stated that insulin pump was gone black during night. The customer was assisted with troubleshooting. The customer was advised to check the alarm history and the insulin pump had alarmed as it should for low battery, then replace battery and customer confirmed they had slept to heavy to hear it. The insulin pump will not be returned for analysis.